Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in the distal right coronary artery (rca). A 3.5mm x 16mm taxus drug eluting stent was deployed and the 8mm x 3.25mm quantum maverick mr balloon catheter was being used for post dilatation, however, the balloon ruptured at 8 atms on the initial inflation. A longitudinal tear was seen in the balloon material after the device was removed from the patient. The procedure was successfully completed with a different device. No patient complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.